Event description:
Customer reports: during pre-test prior to use on a pt a nurse found the cuff was torn. Customer confirmed there was no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.